Event description:
The customer reported that they were unable to acquire a 12-lead ECG during cae of the patient. The users could only get lead ii. There was no impact to the patient.

Manufacturer narrative:
Pr#. (B)(4). A follow up report will be submitted upon completion of the investigation.